Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch, due to experiencing difficulty to extend the helix, the helix was turned over 20 times with no success. Additionally, during the positioning of the lead, high out of range pacing impedance measurements were observed on the lead. It was decided to remove the lead and use another one instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch, due to experiencing difficulty to extend the helix, the helix was turned over 20 times with no success. Additionally, during the positioning of the lead, high out of range pacing impedance measurements were observed on the lead. It was decided to remove the lead and use another one instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.